Event description:
Healthcare professional later reported capsular contracture baker grade I. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed more of three openings on the device. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side saline implant deflation. Healthcare professional later reported capsular contracture baker grade I. Device was explanted.

Event description:
Healthcare professional reported a right side saline implant deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.